Event description:
End user called to report within the last 2 months he began itching under the tape border. The itchy area does not extend beyond the tape or under the mass. The end user stated he does not have any pain associated with the itching. The end user also stated he has scratch marks from scratching himself in this area.

Manufacturer narrative:
Based on the available info, this event could lead to a serious injury if the issue were to recur. The end user stated he cleanses his skin with warm water, bath soap and occasionally applies an antiseptic skin cleanser; then applies the wafer. The end user was educated on crusting techniques, the usage of stomahesive powder and allkare protective barrier wipes. The end user will receive a sample wafer without a tape boarder and allkare protective barriers. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive moldable wafer and this event is deemed possible because product use is temporarily associated with the skin where the problem occurred. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.